Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 586 mg/dl at the time of incident and now came down to 386 mg/dl. The customer¿s daughter reported that she called to connect meter to the insulin pump. Customer treated with manual injection for high blood glucose level. She did not was to troubleshoot further. The insulin pump will not be returned for analysis.